Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file of the device was made available for further investigation. Based on the analysis of the log file the reported event could be confirmed. A faulty solenoid that opens and closes the safety valve was identified as root cause. The faulty solenoid was replaced by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the safety valve audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified and posted a device failure alarm message due to the detected deviation concerning the safety valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped working during patient use and displayed the alarm ¿device failure¿. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped working during patient use and displayed the alarm ¿device failure¿. There were no health consequences for the patient reported.